Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Therapy date: (B)(6) 2017. Reported event was unable to be confirmed. Device history record review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient¿s knee was revised due to poly wear. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Medical devices: ti low profile screw, item#103534 lot#575000; biomet finned pri stem, item#141314 lot#867180; biomet por pri tib tray, item# 141262 lot#404900; maxim por ana pri femoral, item# 140071 lot# 915030 . The reported event could not be confirmed based on limited information received. No devices were received; therefore the visula inspection was not performed. Review of the device history record identified no deviations or anomalies. The reported components were reviewed for compatibility with no issues noted. Review of the complaint history determined that no further action is required. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical product: biomet cementless primary tibial trays, cat#: 141262, lot#: 404900. Maxim cementless cruciate retaining femorals, cat#: 140071, lot#: 915030. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-06531, 0001825034-2017-06532, 0001825034-2017-06533.

Event description:
It was reported that a patient is being considered for a revision surgery for unknown reasons. No additional patient consequences were reported.